Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with ciprofloxacin (orally; dose, frequency and duration not reported) and unspecified antibiotics (route, dose, frequency, and duration not reported) for the peritonitis. The patient was discharged from the hospital after five days. At the time of this report, the patient was recovering from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis event was coincident with automated peritoneal dialysis therapy. The cause of the previously reported peritonitis event was reported to be due to a colon infection, but as there was no additional information provided, the cause of the previously reported peritonitis event remains unknown. After ten days of hospitalization (previously, the hospitalization was reported as five days), the patient was discharged. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.